Manufacturer narrative:
Date of event: unknown. H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is of the alarm is the dso sensor. No product was returned and a serial number was not provided so a DHR review was unable to be completed. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number, and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.